Manufacturer narrative:
The ventricular assist device (vad) was returned for evaluation. The controller, (B)(4), was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the pump in relation to the reported event. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported controller alarms event was confirmed via review of the controller log files, which revealed 36 low flow alarms and 7 high watt alarms logged on (B)(6) 2017. Two (2) vad disconnect alarms were logged at 19:52:47 on (B)(6) 2017 and 11:17:29 on (B)(6) 2017. This alarm is indicative of a physical disconnection of the driveline from the controller. Log file analysis also revealed a slight decrease in power consumption and estimated flows beginning (B)(6) 2017, followed by a sudden increase in power consumption on (B)(6) 2017 leading to parameters being above normal operating range, which was immediately followed by a decrease in power consumption leading to parameters being below normal operating range. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathological report revealed evidence of thrombus within the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the initial decrease in flows event may be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump, resulting in an increase in power and high watt alarms. The thrombus may have then traveled into the outflow graft, causing an occlusion which resulted in the decrease in power and low flow alarms. The most likely root cause of the vad disconnect alarms observed in the log files may be attributed to a physical disconnection of the driveline from the controller. Additional device(s) involved in event: controller: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device(s) involved in event: heartware® ventricular assist system - controller (B)(4)/ MFR date: 2017-04-30. (B)(4). The pump and controller were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported controller alarms event was confirmed via review of the controller log files, which revealed thirty-six low flow alarms and seven high watt alarms logged on (B)(6) 2017. Two vad disconnect alarms were logged at 19:52:47 on (B)(6) 2017 and at 11:17:29 on (B)(6) 2017, likely due to physical disconnections of the driveline from the controller during troubleshooting by the site. Log file analysis also revealed a slight decrease in power consumption and estimated flows beginning (B)(6) 2017. This was followed by a sudden increase in power consumption on (B)(6) 2017 leading to parameters being above the normal operating range, which was immediately followed by a decrease in power consumption leading to parameters being below the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the reported alarms can be attributed to high watts and low flows of the pump. Based on the avai lable information, the most likely root cause of the initial decrease in flows event may be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump, resulting in an increase in power and high watt alarms. The thrombus may have then traveled into the outflow graft, causing an occlusion which resulted in the decrease in power and low flow alarms.possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other product involved in this event: (B)(4) - controller / catalog number 1403us / expiration date: 30/apr/2018. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient had been doing well after having had bowel surgery the week before. However, the patient developed an acute onset of shortness of breath. Shortly after 1949 hrs, the patient's condition appears to have worsened and he/she became unconscious, pale and had difficulty breathing requiring resuscitative measures. The site was unable to specify which vad alarms were present; though one source reported that there had only been beeping a few minutes prior to the code being called. The patient was coded for an unspecified amount of time with intermittent return of pulsatility on the monitor. Resuscitative measures were discontinued and the patient proclaimed dead at 2139 hrs. The site reported that an autopsy is planned. From the report, it is unclear whether the site will be returning the pump for analysis.